Event description:
(B)(4) received a call on 08/14/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 3-4:00 pm. Patient ((B)(6)) called in stating that he had been receiving high blood glucose results with the prodigy meter. The reading on the prodigy meter at the time of the event was 285 mg/dl. At the time of the event (B)(6) was displaying symptoms of weakness and stuttering. Prior to the medical attention (B)(6) had taken amlodipine 10 mg for blood pressure. 3 additional test were performed with the prodigy meter with results of 245 mg/dl, 250 mg/dl and 300 mg/dl. (B)(6) normal blood glucose around the time of day of the event is 240-250 mg/dl. (B)(6) drove himself to the (B)(6) hospital located at (B)(6). Upon arrival at the ER, (B)(6) blood glucose reading was 119 mg/dl with the ER's meter. (B)(6) total stay in the ER was 3 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.